Event description:
A customer had a problem with an angel wing. The customer stated that the butterfly needle stayed in the pt's arm on removal of the butterfly.

Manufacturer narrative:
Per the customer, the sample will not be returned for eval. An investigation is currently underway, results will be forwarded upon completion.